Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a hemodynamically unstable patient had previously experienced 3 cardiac arrests. The patient was intubated on a ventilator receiving insulin 4.2 units/hr, levophed 4mg/250ml at 112.5 ml/hr, vasporessin (60 units/60 ml) at 2.4ml/hr, and sodium bicarb (150meq/l) at 125 ml /hr. The cardiac monitor alarmed and when checking the patient, it was noticed that the pcu and all 4 pump modules had turned off. The devices were immediately turned back on and reprogrammed. It was noted that the pcu was plugged into an ac external outlet with 3.5 hrs battery remaining. At 8:52 am, the patient had pea (pulseless electrical activity) and was resuscitated. At 5pm, a family decision was made to withhold further resuscitation and all medical care was stopped and the infusions were discontinued. The patient expired at 5:30pm.

Manufacturer narrative:
The customer¿s report that devices shut down without alarm was not confirmed. The pcu was received in good over all condition. The tamper seal was found to be torn. Dried fluid residue was found on the left side of the rear case. The module latch was found to move freely with no issues noted. The battery was noted to be a (B)(4) battery with date code 1352 ((B)(6) of 2013). Review of the pcu event logs confirmed that a battery discharge (lb3) alarm on the day of the reported event; however the system did alarm and was powered off by the user. At the time of the battery discharge alarm three active pump modules went into the pause state. The battery discharge alarm was acknowledged by the user by pressing the system off key which powered down the pcu. No low battery (lb1) or very low battery (lb2) alerts occurred prior to the battery discharge event (lb3). It was determined that the system operated on battery power (dc) for approximately 3 hours and 1 minute prior to the battery discharged event. Review of the pcu battery logs also confirmed that the pcu was only allowed to charge on a/c power for 1 hour and 5 minutes prior to running on battery power (d/c). The returned pcu was allowed to charge for approximately 24 hours on a/c power and was tested using the four returned pump module devices. Test infusions were programmed across all four channels at a rate of 25ml/hr and the system was allowed to infuse on d/c power. During testing a low battery (lb1) alarm occurred after infusing approximately 2 hours and 59 minutes. 10 minutes later a battery discharge (lb3) alarm occurred. No very low battery (lb2) alarms occurred during testing. Battery conditioning test was run twice and final battery capacity met specification after conditioning. The battery was reinstalled into the pcu and battery runtime testing was repeated using the fully conditioned battery. Test infusions were programmed across all four channels at a rate of 25ml/hr and the system was allowed to infuse on d/c power. During testing a low battery (lb1) alarm occurred after infusing approximately 2 hours and 44 minutes approximately 24 minutes later a very low (lb2) alarm occurred. Approx 38 minutes later a battery discharge (lb3) alarm occurred. The total runtime to the battery discharged (lb3) alarm was 3 hours and 47 minutes. The battery has the longest life if the pcu device is plugged in (a/c) and battery use is infrequent. Frequent use of battery power and insufficient battery cycles significantly decrease the life of the battery. (B)(4) also recommends that the battery capacity should be checked once every 6 months to 12 months to ensure maximum battery capacity is achieved. Review of the pcu battery logs could not confirm any battery conditioning cycles dating back more than a year and a half to (B)(6) 2014 at 2:55pm. The proximate cause of the customer¿s report of devices shutting down without alarm was due to a depleted battery caused by poor battery maintenance.